Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was dissatisfied with the pumps location and had difficulty using it due to its placement. As a result, the pump was explanted and replaced. No additional information was reported.